Event description:
A customer reported portal images taken with iviewgt are not always saved in (B)(6) database while exporting images from (B)(6) to varian treatment. The customer was asked to recreate index files for the iviewgt database. After recreating index files, this issue was reproducible. The customer created a new (B)(6) database and everything started working fine without any issue.

Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation is completed, more details and a conclusion will be provided.